Manufacturer narrative:
H3:product analysis: no conclusion can be drawn as the analysis is not yet performed. Once evaluation is performed, product analysis will be updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the canalplasty/ exostectomy procedure, the bur came apart after about one minute of drilling. Two minutes delay to replace with another bur to continue the case. No patient impact reported. It was also reported that there was no intervention performed. The procedure was completed with backup product.